Event description:
Information was received from the manufacturer's representative who reported that the devices were explanted due to an infection at the lead/extension connector site. Additional information was received from the manufacturer's representative (rep) who reported that the resolution of the infection is unknown as it's too soon to tell.

Manufacturer narrative:
Concomitant medical products: product ID: b32000 lot# 082m27121 product type: accessory. Product ID: b32000 lot# 082m30521 implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type: accessory. Product ID: b31000 lot# 082t17221 implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type: accessory. Product ID: b3300533 serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type: lead. Product ID: b3300533m lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead product ID: b3400060m serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type extension product ID: b3400060 serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 other relevant device(s) are: product ID: b32000, serial/lot #: (B)(4), ubd: 28-sep-2023, UDI#: (B)(4); product ID: b32000, serial/lot #: (B)(4), ubd: 01-nov-2023, UDI#: (B)(4) ; product ID: b31000, serial/lot #: (B)(4), ubd: 21-jun-2023, UDI#: (B)(4) ; product ID: b3300533, serial/lot #: (B)(4), ubd: 15-feb-2024, UDI#: (B)(4) ; product ID: b3300533m, serial/lot #: (B)(4), ubd: 15-feb-2024, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(4), ubd: 12-feb-2024, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(4), ubd: 23-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.